Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the error message ¿error or!! And offset¿ was displayed on the rotaflow during treatment. A getinge field service technician (fst) was sent for investigation and repair the rotaflow console (rfc) power supply board and rf interconnection pcba (printed circuit board assembly) and flow measure pcba were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. (Refer to communication grid). The failure "offset error" was investigated by the getinge life-cycle-engineering (lce) and the most probable root cause could be determined as a defect capacitor c44 on the flow measure board, which led to a reduced resistance in the +12v supply voltage. This triggered the fuse f2 on the power supply board. The control system therefore released the error messages "error offset" getinge life-cycle-engineering (lce) confirmed that the messages "error offset" and "error reference" are equivalent. Since the rotaflow can only display one message at a time, it depends on which one appears first in the system. With this combination (flow board and power supply board) the cause is a short circuit on the flow measurement board, which triggers the corresponding fuse on the power supply board. The device was manufactured on 2020-03-02. The review of the non-conformities was performed on (B)(6) 2023 and during the period of (B)(6) 2020 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation results the reported failure "error message ¿error or!! And offset" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the error message ¿error or!! And offset¿ was displayed on the rotaflow during treatment. No harm to any person has been reported. Complaint ID:(B)(4).